Event description:
A healthcare professional reported that during an endovascular embolization, 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9568620) was impeded in the middle of a prowler select plus 150/5cm microcatheter (606s255x, 31527351) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to a second stent, a 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9493885) and a second prowler select plus 150/5cm microcatheter (606s255x, 31140958), but the second stent was with the same issue. The doctor removed the stent and microcatheter from the patient and switched to a third stent and a third microcatheter (both were non-j&j products) to complete the procedure. The surgery was prolonged about 15 minutes. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Complaint conclusion: a healthcare professional reported that during an endovascular embolization, 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9568620) was impeded in the middle of a prowler select plus 150/5cm microcatheter (606s255x, 31527351) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to a second stent, a 4.5mmd 28mml enterprise vascular reconstruction device (enc452800, 9493885) and a second prowler select plus 150/5cm microcatheter (606s255x, 31140958), but the second stent was with the same issue. The doctor removed the stent and microcatheter from the patient and switched to a third stent and a third microcatheter (both were non j&j products) to complete the procedure. The surgery was prolonged by about 15 minutes. There was no patient injury reported. No additional information is available. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was found detached inside of the hub of the returned concomitant prowler select plus microcatheter. The stent was removed without difficulties. The stent was inspected under a microscope, and no damage was found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The issue regarding a stent being impeded in the hub of the concomitant microcatheter cannot be evaluated through functional testing since the stent was found already detached. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter during device withdrawal, causing the stent to expand in the microcatheter's hub. This condition is not considered related to the reported issue since it was reported that the impeding condition was felt in the middle section of the microcatheter. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9568620. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.